Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that battery was inserted in new insulin pump, there was a number six and then a frozen black block on display screen, which occurred during initializing. Issue occurred with several battery changes. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with full a segment display due to a cold solder joint on the mother board. No blank display or frozen display was noted. Unable to perform the functional testing due to the full segment display. No cosmetic damage was noted.